Event description:
It was reported that the patient presented in clinic for normal follow up, it was noted the battery voltage was low. The physician felt this was not the expected longevity of this device. The device was explanted later.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of the device not being within expected longevity could not be confirmed in the laboratory. The device was tested and operated as normal. A longevity calculation was performed and the device was found to be within expected longevity.